Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failure alarm reoccurred. Customer¿s blood glucose level was 132 mg/dl. Customer reported that they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.